Event description:
It was reported that the universal modular electric/battery double trigger handpiece had all three inside screws missing and a spring was felt during surgery during attachment manipulation.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.